Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. (B)(6). The device is not returning for evaluation as to date it remains implanted; therefore a failure analysis of the complaint device cannot be completed. The serial number for the device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the insertion of an intraocular lens (iol), model pcb00 20.5 diopter in the patient's eye, the lens suddenly left the injector, making it difficult for the doctor to control it. It was noted that no incision enlargement, no sutures and no vitrectomy were required. There was no delay in the procedure and no additional surgery was required. It was confirmed that there was no harm to the patient and the patient's vision after the surgery was 20/20. It was indicated that the product is not available for return as it remains implanted. No further information was provided.